Event description:
As reported, during procedure with intraclude device, it was noted resistance to delivered cardioplegia. Start of the procedure, the nurse prepared the intraclude like in the IFU; package was normal, no damage, not expired. No damage on the intraclude when it was prepped. Intraclude was placed according to IFU and with a proctor. From the beginning the cardioplegia delivery was difficult : low volume and high pressures. The proctor repositioned the intraclude several times to have better delivery of cardioplegia but not always successful. Every 30 minutes cardioplegia was given but every time high pressure and low volume. At end of the procedure, balloon was deflated and taken out of the side arm of the endoreturn. The intraclud was rinsed and checked for damage. The shaft was damaged. Clamp time of 3 hours the patients had problems getting off the heart lung machine . Very low systolic and diastolic pressure (even after given several doses of adrenaline). The team decided after 1 hour to place an intra aortic balloon pump, but it was insufficient; decision to place patient on ECMO. Time hlm 278 min plus extra time to place intra aortic balloon pump and ECMO. The proctor could not explain what happened. Unfortunately the patient died in the night. In ICU volume loss was notified and with echo they saw volume in the abdomen, not thorax. The emergency surgeon was called and together with the team all vital functions were checked. Patient went up to or and diagnose was rupture of the liver at the ligament (between liver and diaphragm). This rupture was not in the area were the diaphragm stitch was placed (this stitch could not have caused the problem). As the patient was on ECMO, heparin was administrated and caused severe bleeding of the liver. The team decided stop with the ECMO, so the heparin could be stopped to have better control of the bleeding. The emergency and the cardiac surgeons tried to repair the rupture in the liver with several surgical techniques but all techniques failed. When the patient was off ECMO, they saw that the right ventricle had improved function, left ventricle was still poor. When the liver was compressed manually the bleeding stopped but as soon as the compression was stopped the bleeding restarted. All techniques failed to stop the bleeding. Several bags of extra blood and plasma were transfused to the patient. Finally the patient exsanguinated. During the meeting with the team and the proctors, all steps were discussed. We all agreed that all steps were done in the right way, and the death of the patient was not the result of the intraclude or the procedure. The autopsy did not show any special...

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
Clarification into the event: after follow up with the physician, he disassociated the intraclude from the patient event. The proctor at the recent case reported: · it was a mitral valve repair case, it was the team's second proctored case. · the patient had mild ai, not enough to contraindicate antegrade cardioplegia. · placement of the intraclude was uneventful, balloon position was excellent. · the operative field was obscured by an elevated right hemidiaphragm. A suture was placed through the diaphragm and traction was applied to facilitate exposure. · it was a mildly complex repair including the placement of neochords, the team did have some difficulty with the knot pusher, which extended the case. The clamp time was 3 hours. · the patient had difficulty coming off bypass despite the fact that there was excellent ventricular contraction. The team ultimately placed an lvad after the patient didn't respond to high dose vasopressors. · the patient deteriorated in the ICU and was found to have a distended abdomen.they had massive intra-abdominal bleeding from a tear in the liver. On review, the physician felt the diaphragmatic suture was placed too deep and caught the ligament that attached the liver to the diaphragm. This, combined with excessive traction on the suture, resulted in a significant liver laceration. · the liver laceration was not recognized and the patient's difficulty coming off bypass was related to unrecognized hypovolemia and wasn't cardiac in origin. · he said there was no problems with the delivery of cardioplegia, which was contradictory to the original report. He stated that he brought his own perfusionist with him. They gave cardioplegia every 20 minutes, there were a few instances of high pressures during cardioplegia administration, but these were easily resolved each time with a small repositioning of the catheter. He is "absolutely convinced the event had nothing to do with the delivery of cardioplegia or the intraclude device". · upon asking about the reported damage to the intraclude catheter. He said there was some minor damage at the level of the endoreturn bifurcation but this was not related to the event and had no impact on cardioplegia delivery. Evaluation of the device demonstrated that the intraclude device passed all functional testing indicated in IFU. Trends will continue to be monitored through he edwards quality system. Risk control measures and IFU remain appropriate at this time.